Event description:
General report received of an unspecified number of undocumented reports of no flow. The option-lok male adapters of the secondary tubing sets were connected to unspecified medications. The customer contact reported that "sometimes have trouble getting secondary to drip" and have to "play around" with the secondary tubing sets to deliver the medications. No specific event details were provided. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).